Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3587a25, lot# n197316, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v285122, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v285122, implanted: 2009 (B)(6); product type lead product ID 3587a25, lot# n197316, implanted: 2009 (B)(6); product type lead product ID 3587a25, lot# n197316, implanted: 2009 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3587a25, lot# n197316, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014.

Event description:
It was reported, the patient had not had seizers since (B)(6) and just had one. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.